Event description:
It was reported that the physician used parallel technique to treat two internal carotid artery (ica) cavernous segment aneurysms. The physician placed the guide catheter in the left cervical ica of the patient. He then positioned a microcatheter distal to the aneurysm in the m1 segment and then placed a second microcatheter in the larger ica aneurysm. Resistance was encountered while trying to transfer the stent into the first microcatheter (subject device). The physician ¿pushed through the resistance¿ but could not transfer the stent; therefore, the microcatheter was removed. Once removed, it was noted that the microcatheter was split down the middle. Another microcatheter and stent were used with no issues to continue the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the proximal outer shaft was severely compressed and separated at 37 cm and 37.5 cm distal to the strain relief. It was also compressed along its distal shaft length the device was kinked and "accordion wrinkled" under the strain relief. The fiber braided inner tubing was stretched. Blood was noted inside the device. A stent delivery wire and stent were jammed in the device, with the stent struts and markers protruding through the catheter separated section. X-ray imaging showed no anomalies non the inner lumen which could have cause or contributed to the reported issue. Based on the investigation and the information provided, a definitive cause could not be determined for the reported event.

Event description:
It was reported that the physician used parallel technique to treat two internal carotid artery (ica) cavernous segment aneurysms. The physician placed the guide catheter in the left cervical ica of the patient. He then positioned a microcatheter distal to the aneurysm in the m1 segment and then placed a second microcatheter in the larger ica aneurysm. Resistance was encountered while trying to transfer the stent into the first microcatheter (subject device). The physician ¿pushed through the resistance¿ but could not transfer the stent; therefore, the microcatheter was removed. Once removed, it was noted that the microcatheter was split down the middle. Another microcatheter and stent were used with no issues to continue the procedure.